Event description:
A 3.5mm diameter x 5mm length ave micro stent ii was inserted into the diagonal branch of the left anterior descending coronary artery. It was not possible to cross the target lesion due to dissection and stenosis of the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system to the femoral region of the pt's arterial system. It is not known if the physician followed the instructions for removal of an undeployed stent. However, the stent remained within the pt's femoral artery, with no evidence of sequelae. An attempt was than made to cross the target lesion with a 3.0 mm diameter x 9mm length ave micro stent ii, without success. Another MFR's stent was placed at the dissection in the left anterior descending artery, successfully. The target lesion at the ostium of the diagonal branch was then dilated with a percutaneous transluminal coronary angioplasty balloon. At this time, angiographic evaluation of the diagonal with a 3.0 mm diameter branch revealed a small perforation at the distal segment, likely due to wire trauma. The ostial lesion was predilated with a 3.0 mm diameter percutaneous transluminal coronary angioplasty balloon followed by another attempt to place the same 3.0 mm diameter x 9mm length micro stent ii, unsuccessfully. Attempts were made to redilate the left anterior descending and diagonal arteries with a percutaneous transluminal coronary angioplasty balloon, when there was the appearance of thrombus in both vessels. The pt was treated with heparin and lasix, which created hemodynamic stability and improvement of the pt's overall condition. Coronary flow to the left anterior descending artery and diagonal branch were "timi ii - iii". Later that day, the pt returned to the cath lab with chest pain, followed by a myocardial infarction. After transfer to the intensive care unit, the pt had a second myocardial infarction and expired.